Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pair new transmitter message occurred. No medical intervention was reported. Additional event or patient information is not available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Voltage testing was performed and the test failed. A review of the shared data log observed a pair new transmitter alert. The reported event was confirmed. A root cause could not be determined.